Manufacturer narrative:
Updated data: the section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: tav evfxplus-26; product ID: evfxplus-26; serial/lot: (B)(6); UDI: (B)(4); manufactured date: 2025-06-24; use by date: 2027-06-24; implant date: (B)(6) 2025; FDA site ID: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D. Suspect medical device: this is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: vlv evolutfx-26; product ID: evolutfx-26; serial: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: (B)(6) 2025; FDA site ID: (B)(4). H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Corrected data: additional codes. Annex g code was erroneously omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, an aortic dissection occurred. The day following the procedure, the patient died as a result. Additional information was received that the valve was fully implanted. The aortic dissection occurred one day following the implant of the valve and was observed in the ascending aorta. Additional information was previously reported, but not captured in the initial narrative: per the physician, the death was related to the valve and valve implant procedure.

Manufacturer narrative:
Updated data: d4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, an aortic dissection occurred. The day following the procedure, the patient died as a result.

Manufacturer narrative:
Continuation of d10: product ID {evolutfx-26}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {(B)(6) 2025}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.